Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was received and tested. The device flowed per the MFR's specs and was found fully functional. Numerous holes/tears, however, were noted on the flextip tubing resulting in leakage. It is not possible to determine how the holes occurred however, pinching or bending the catheter may result in tears. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
The customer reported that the pt's pain increased over the past 6 months. It appears that the pump stopped flowing.